Event description:
Boston scientific received information that this patient is in chronic atrial fibrillation (af) and heart block. Since implant, there have been corresponding episodes of nosie on both the right atrial (ra) and right ventricular (rv) leads. The noise was oversensed and there have been episodes of asystole greater than two seconds. Attempts to identifiy a source of electromagnetic interference (emi) exposure have been unsuccessful. The device was reprogrammed to only pace in the ventricle and not sense in the atrium or ventricle. The clinic planned to perform an x-ray. No further information is available at this time. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that the oversensing of noise continued. Subsequently a revision procedure was performed where the right ventricular (rv) lead was surgically abandoned. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.